Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a sheath damaged in distal tip. The lapjoint area was detached and the imaging window was separated. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that sheath detachment and catheter entanglement occurred. The target lesion was located at the coronary artery. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), two unknown wires were already introduced towards the patient's body and had been successful for the previously two (2) intravascular ultrasound (ivus) runs. However, on the third ivus, it was noticed that when the opticross¿ imaging catheter was being inserted through the vessel of the patient's body, it got wrapped by the unknown wire that was already in the vessel. Moreover, opticross¿ imaging catheter was separated while trying to push and pull it out from the patient's body. Thus, the opticross¿ imaging catheter and the unknown wires were attempted to be remove but it could not get through the unknown guide catheter. Hence, the unknown guide catheter, the opticross¿ imaging catheter and the unknown wires were pulled out altogether from the patient's body successfully. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath detachment and catheter entanglement occurred. The target lesion was located at the coronary artery. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), two unknown wires were already introduced towards the patient's body and had been successful for the previously two (2) intravascular ultrasound (ivus) runs. However, on the third ivus, it was noticed that when the opticross¿ imaging catheter was being inserted through the vessel of the patient's body, it got wrapped by the unknown wire that was already in the vessel. Moreover, opticross¿ imaging catheter was separated while trying to push and pull it out from the patient's body. Thus, the opticross¿ imaging catheter and the unknown wires were attempted to be remove but it could not get through the unknown guide catheter. Hence, the unknown guide catheter, the opticross¿ imaging catheter and the unknown wires were pulled out altogether from the patient's body successfully. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is fine.